Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) battery was too close to the skin. The patient noted that the patient lost 21 pounds since implant in (B)(6) 2018. The ins pocket was revised on the day of the report and the issue resolved. There were no further complications reported or anticipated.